Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump¿s act button was hard to press and need to press more than once. Customer's blood glucose level was unknown. Customer also stated that the insulin pump had random no delivery alert and it was slower to rewind. It was also reported that there were scratches on screen. The device will not be returned for analysis.